Event description:
It was reported that during a percutaneous coronary intervention, insufficient apposition of the stent occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal to mid left anterior descending (lad) artery. A 3.50x38mm promus element plus stent was used to treat the lesion. After ivus was performed, they noticed that the dilatation was "not enough". The physician attempted to perform post dilatation using a 8mm x 3.75mm nc quantum apex balloon catheter but was unable to cross the lesion. The physician performed buddywire and anchor techniques, but still was unable to cross the lesion. Several attempts didn't resolve the issue. Physician was concerned that another attempt might give damage to the edge of the stent so he gave up on the device. The procedure was completed with a different device. There were no patient complications reported and the patients' status post procedure was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device returned to MFR:: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).